Event description:
A pt was perforated during a colonoscopy procedure. A partial colectomy with hartman's procedure and colostomy was performed to correct the perforation. The pt was admitted to ICU for two days and imc for ten days following the second procedure.